Event description:
While removing the protective sheath for preparation for the vision. "The stent strut was dislodged out of the balloon". No additional information was available. This is being reported based on the returned product evaluation that revealed a stent dislodgement.